Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The pacemaker was received for analysis with battery voltage past end of life (eol). A new battery was installed for testing and high current drain was seen. The cause of the reported event was isolated to the hybrid circuitry causing excessive battery drain. This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
It was reported the implantable cardioverter defibrillator (ICD) was unable to be interrogated during pre-procedure device checks. There was no patient involvement.